Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. In this case, there was no reported product deficiency. Rash/hypersensitivity/allergic reaction is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a promus stent was recently implanted in a patient. The patient subsequently developed a rash and the patient was concerned that the rash was related to the recently implanted stent. The physician thought that the rash was more likely to be related to contrast used during the procedure, or to one of the patient's medications. He had initially prescribed clopidogrel, but switched that to prasugrel after the patient developed the rash. The rash did not seem to be improving, so the physician also started the patient on a course of oral steroids. The rash appears to be resolving with this treatment. No additional information was provided.